Manufacturer narrative:
Bd received 1 sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for side-pierced sleeve was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 02-oct-2023.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the rubber stopper is broken and the needle tip is exposed. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needle, the end of the rubber stopper is broken and the needle tip is exposed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the rubber stopper is broken and the needle tip is exposed. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needle, the end of the rubber stopper is broken and the needle tip is exposed.